Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) had a defective rear response button. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the rear response button was defective. Upon evaluation, the rear response button was detached. The cause for the defective response button is an open connection. The root cause for the open connection cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response button. The last patient to use this monitor did not report any deficiencies.